Event description:
Crd_1059 - vista nova, patient site ID: (B)(6) (B)(4) it was reported that on (B)(6) 2026, a 25mm navitor with radiopaque markers was chosen for implant. During procedure, patient remained fully pacing dependent. From (B)(6) 2026 to (B)(6) 2026, escape rhythm persisted with no intrinsic rhythm recovery. On (B)(6) 2026, a plan was made to reassess for permanent pacemaker implant. On (B)(6) 2026, escape rhythm continued. Subsequently, permanent pacemaker implant procedure was attempted but aborted due to thrombus in right internal jugular vein. It was reported a leadless permanent pacemaker was implanted on (B)(6) 2026.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.